Event description:
Report from (B)(6) stating the device had "damaged bearings." It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. No additional information available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Reference: (B)(4).